Manufacturer narrative:
Additional information b5. Medtronic received information that during use of the dlp i.m.a. Cannula, it was reported that instead of having a rounded, atraumatic tip, the cannula had a sharp element at the distal end. The device was replaced to complete the procedure. Medtronic received additional information that the distal end of the left internal mammary artery was perforated and that part of the artery was removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of the dlp i.m.a. Cannulae, it was reported that instead of having a rounded, atraumatic tip, the cannulae had a sharp element at the distal end. The devices were replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred.